Manufacturer narrative:
It was reported that the patient femoral and tibial loosening. The surgeon believes it to be an issue with the cement rather than the implant itself. A full revision to an off-the-shelf implant was performed. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient femoral and tibial loosening. The surgeon believes it to be an issue with the cement rather than the implant itself. A full revision to an off-the-shelf implant was performed.

Manufacturer narrative:
It was reported that the patient has laxity. Revision surgery is planned to exchanged the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has laxity. Revision surgery is planned to exchange the poly inserts.